Event description:
Customer's mother reported customer experienced symptoms of headache, dizziness and stomach ache and obtained a glucose reading of 474 mg/dl from their freestyle flash meter. Customer's mother reported treating customer with insulin according to the reading. Customer's mother reported treating customer with insulin according to the reading. Customer's mother reported customer developed more symptoms in which customer's eyes crossed and experienced confusion and treating customer with orange juice. Customer's mother retested customer and received a reading of "hi". Paramedics were called and treated customer with intravenous glucose and transported customer to a health care facility where customer was being diagnosed with severe hypoglycemia and treated with intravenous glucose. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: a blood glucose reading above 500 mg/dl will give a reading of "hi" in the adc meter.